Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the bile duct on (B)(6) 2022. During the procedure, a distorted image appeared on the screen going to the grey start up screen with the five white circles when they are about to commence an electrohydraulic lithotripsy (ehl). The controller was rebooted but froze again at the grey start up screen with the white circles. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted no defects, wear and tear or damaged. A functional evaluation noted no functional problems. Per the evaluation conducted by enercon technologies, the reported event could not be duplicated. A risk review confirms this is not a new or unanticipated event. During a device history record review conducted by enercon it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the bile duct on (B)(6) 2022. During the procedure, a distorted image appeared on the screen going to the grey start up screen with the five white circles when they are about to commence an electrohydraulic lithotripsy (ehl). The controller was rebooted but froze again at the grey start up screen with the white circles. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.